Manufacturer narrative:
Insulin pump passed functional testing including unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms noted. No unexpected alarms were noted. However, several failed on startup error alarms were found at the alarm history file due to a corrupted history file. Unit received with cracked case at display window corners and scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported she has two past hospitalizations due to low blood glucose. Admitted on (B)(6) with blood glucose of 66 mg/dl both. Customer stated she was having kidney issues and was passing a kidney stone and was not eating; that could have been causing the low blood glucose and not related to an insulin pump malfunction. Customer reported that days later she received multiple no delivery alarms; solved by a complete infusion set and reservoir change. The insulin pump also has an unexpected restart and other start up error alarms. Customer stated that the device was not stored for a long period. Current blood glucose is 100 mg/dl. Nothing further reported.